Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow-up in backup vvi. Clinician performed a normal operation. While the patient was under telemetry, the device displayed bvvi. The reset reason via dia indicated cf. A device download was performed successfully.